Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing due to low amplitude signals during an episode of slow ventricular tachycardia (vt) that was below the programmed therapy zone. The device delivered two inappropriate shocks as a result and did convert the rhythm. No adverse patient effects were reported. This product remains implanted and in service.